Event description:
During a stent assisted coil embolization of an unruptured 7mm posterior communicating (p-com) artery aneurysm, the 22mm enterprise could not be recaptured for repositioning. The device seemed locked up in the prowler select plus (606s255x) microcatheter. The prowler and enterprise were removed and another enterprise and microcatheter were used to successfully complete the procedure with no changes in the patient's condition. While deploying about 50 percent of the enterprise across the 5mm neck of the aneurysm it was noted that the vrd was not exactly where the physician wanted it; therefore an attempt was made to recover the vrd. An attempt was made to advance the microcatheter or the stent; but it was unable to be recaptured and it seemed to be locked up in the microcatheter. This was the first attempt to recapture. After a couple of attempts to free it, and making sure that there was a continuous flush, the decision was made to pull out the whole device. After removal, it looked like the distal wire was "pinched" in the distal stent tines. Requested films pertaining to the recapture difficulty have not been received. It was reported that both the enterprise system and prowler microcatheter were discarded and therefore not available for analysis.

Event description:
Reporter alleged obtaining the results of 179 mg/dl, 96 mg/dl and 44 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he was feeling hypoglycemic symptoms and he self- treated with milk. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.